Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting low flow in an arctic sun device sn # (B)(6). Nurse getting low flow and 113 (reduced water temperature control). Explained the 113 may be caused by the low flow so they need to get the flow rate (fr) to 1lpm. Initial flow rate (fr) was 0.6lpm. Explained relationship between heater capacity and flow rate (fr). Guided to system diagnostics system hours 842, pump hours 787, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16%, flow rate (fr) was 0lpm. Tried stopping and restarting therapy and device dropped to 0lpm immediately. Suggested sending that device to biomed and tag it possible flow meter issue. They already had sn # (B)(6) available, so they swapped the device. System hours 2600, pump hours 2420, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 34%, flow rate (fr) was 1lpm, patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.4c and rising. Advised they should watch the flow rate (fr) and ensure it stays at least 1lpm and that water temperature (wt) continues to rise. Page again if any other issues.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Explained the 113 may be caused by the low flow so they need to get the flow rate (fr) to 1lpm. Initial flow rate (fr) was 0.6lpm. Explained relationship between heater capacity and flow rate (fr). Guided to system diagnostics system hours 842, pump hours 787, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16%, flow rate (fr) was 0lpm. Tried stopping and restarting therapy and device dropped to 0lpm immediately. Suggested sending that device to biomed and tag it possible flow meter issue. They already had sn # (B)(6) available, so they swapped the device. System hours 2600, pump hours 2420, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 34%, flow rate (fr) was 1lpm, patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.4c and rising. Advised they should watch the flow rate (fr) and ensure it stays at least 1lpm and that water temperature (wt) continues to rise. Page again if any other issues. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: b, d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting low flow in an arctic sun device sn # (B)(6). Nurse getting low flow and 113 (reduced water temperature control). Explained the 113 may be caused by the low flow so they need to get the flow rate (fr) to 1lpm. Initial flow rate (fr) was 0.6lpm. Explained relationship between heater capacity and flow rate (fr). Guided to system diagnostics system hours 842, pump hours 787, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16%, flow rate (fr) was 0lpm. Tried stopping and restarting therapy and device dropped to 0lpm immediately. Suggested sending that device to biomed and tag it possible flow meter issue. They already had sn # (B)(6) available, so they swapped the device. System hours 2600, pump hours 2420, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 34%, flow rate (fr) was 1lpm, patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.4c and rising. Advised they should watch the flow rate (fr) and ensure it stays at least 1lpm and that water temperature (wt) continues to rise. Page again if any other issues. Per follow up information received via task on 06jun2025, spoke with nurse who stated after swapping devices, they did not notice any further issues. They denied issues with flowrate on this device and said therapy completed without issue and device remained in service. They were unsure of the status of the original device. Spoke with biomed who denied receiving this device in the workshop.